Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.:synergy xd mr ous 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with mid-section struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, the stent was lifted while advancing through the lesion. The procedure was completed with a different device and no patient complications were reported. It was further reported that pre-dilation was performed with a 2.5x15mm non-bsc balloon catheter. The patient's status was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, the stent was lifted while advancing through the lesion. The procedure was completed with a different device and no patient complications were reported.